Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 74 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.